Event description:
It was reported that this implantable pacemaker device was exhibiting signs of premature battery depletion (pbd). Power consumption increased from 48uw to 58uw with no change in programming. Time to explant had also dropped from 6 years to 4 years over the same period. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker device was exhibiting signs of premature battery depletion (pbd). Power consumption increased from 48uw to 58uw with no change in programming. Time to explant had also dropped from 6 years to 4 years over the same period. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported. Additional information received stated this pacemaker device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker device was exhibiting signs of premature battery depletion (pbd). Power consumption increased from 48uw to 58uw with no change in programming. Time to explant had also dropped from 6 years to 4 years over the same period. Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported. Additional information received stated this pacemaker device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis.